Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by cloudy effluent, which warranted antibiotic therapy. Per the pdrn, the cause of the peritonitis was touch contamination, due to improper hand hygiene. Staphylococcus epidermidis is part of the normal human biota and is one of the most common sources of infection in indwelling medical devices. Additionally, most staphylococcus epidermidis infections are due to touch contamination. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused or contributed to the serious adverse events. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with a changing their delfex order. During the call, the pdrn stated that the patient had drained out a 2.5/5l from the cycler and the bag was cloudy. The patient then went to the clinic and was advised they had peritonitis on thursday (B)(6) 2020. Upon follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient presented to the outpatient dialysis clinic with cloudy peritoneal effluent fluid on (B)(6) 2020. A peritoneal effluent fluid culture and cell count was collected, and the patient was started on intraperitoneal (ip) vancomycin 1000 mg (frequency, duration not provided). The cultures were positive for staphylococcus epidermidis, and a cell count revealed an elevated white blood cell (wbc) count (value not provided). The patient was diagnosed with peritonitis and is continuing to undergo antibiotic therapy. The cause of the peritonitis was attributed to touch contamination and poor hand hygiene by the patient. Per the pdrn, the events were unrelated to the utilization of any fresenius product(s) or device(s). The patient continues to be treated as an outpatient and is recovering at home from the events. The patient continues to utilize the same liberty select cycler as before the events.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.